Manufacturer narrative:
Initial 2 of 2. E1: name: tandem, country: united states of america, street 11045 roselle street, line 2: suite: 200, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380,

Event description:
It was reported on (B)(6) 2026 that the patient¿s two infusion sets patch was not sticking to skin upon insertion. These events occurred from (B)(6) 2026 to (B)(6) 2026.